Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, the patient had an original right total knee arthroplasty performed on an unknown date. The patient presented back to the surgeon's office with complaints of stiffness and dissatisfaction with their right total knee. The patient was scheduled for a revision right total knee arthroplasty possible poly swap. The patient was obtained a tibial poly insert swap and patella implant swap. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b1, h6 type of investigation, h11. The following sections were corrected: h6 clinical and medical device problem codes. No device was returned for evaluation; photographs of the device were provided; however, the reported event was unable to be confirmed. The review identified the explanted tibial insert appeared unremarkable with respect to wear or deformation which indicated the insert was properly assembled to the tibial tray. Some tool markings were observed on the underside of the implant that likely occurred during explantation. Wear damage was observed on the explanted patellar component at an isolated region and may have been caused by the lighting of the images, however, could not be confirmed. Material deformation was observed that likely occurred from a sawblade or osteotome during explantation. A review of complaint history determined that no further action is required as no trends were identified. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. The revision reported in this event was likely due to the inclusion of the polyethylene components in the packaging recall since manufacturing information was not available for the components, it could not be confirmed whether the devices were packaged in non-conforming vacuum bags. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs, relevant clinical information, and product information were not provided.